Event description:
The pt reported that, while changing the cartridge of his insulin infusion device and priming the infusion set, insulin "back flowed into the pump" instead of going through the adapter and infusion set. He stated "the clicking noise was more pronounced than normal." He said this is the first time this has happened. He stated the infusion device had not been dropped. The pt stated he has switched to his backup infusion device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.